Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was unknown. Customer jumped into the pool with the device on. Customer was unable to clear the button error alarm. Customer mentioned the device was making a constant tone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch also, intermittent button response and button error alarm due to corroded keypad traces. No moisture damage under lcd screen or on the electronic assembly noted. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Unit had. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.